Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvicpain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Current weight 240 lbs. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:uti"), cystitis ("bladder infection"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vulvovaginal pain ("pain: vaginal") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy partial). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, cystitis, fatigue, weight increased and vaginal haemorrhage outcome was unknown and the vulvovaginal pain had not resolved. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms : yes. Discrepancy noted in insertion date: (B)(6) 2011 (previously reported) and in current fu (B)(6) 2011) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: bilateral occlusion. No evidence of tubal patency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs was received. New events abnormal bleeding (vaginal) and vaginal pain were added. Date of insertion and date of removal was updated. Lawyer was added. New reporter was added. Patient demographic was added. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvicpain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), cystitis ("bladder infection") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy partial). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, urinary tract infection, cystitis, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary problems, other injuries/symptoms: yes. Discrepancy noted in insertion date:(B)(6) 2011 (previously reported) and in current fu ((B)(6) 2011) was reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. This case become incident. Reporter information, insertion date and removal date were added. Previously reported event injury were updated to dyspareunia (painful sexual intercourse), chronic/pelvic, abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), uti, bladder infection ,fatigue, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.